Event description:
End user states he purchased a m41 second hand and along with new batteries that he was advised by the owner will need to be replaced. End user also stated on the joystick the battery shows charged but flashes red and green lights. End user was not able to provide a serial number.